Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 9:30 pm due to a high blood glucose of over 700 mg/dl. Blood glucose at the time of the call was 432 mg/dl. Customer experienced symptoms related to high blood glucose included none. Treated high blood glucose with the insulin pump at time of the call. The customer was wearing the insulin pump at the time of admission. Troubleshooting was provided. The customer reported having a bent cannula. The insulin pump will not be returned for analysis.